Event description:
It was reported, the pt underwent a dvr (avr and mvr) using sjm mechanical valves approx 26 years ago. Since pannus was found on the aortic valve, the pt underwent re-do avr on (B)(6) 2011. The surgeon had difficulty removing the valve since the valve was adhered. One of the leaflets fractured into 3 or 4 pieces when the surgeon held the leaflet lightly with forceps. The fractured pieces were removed from the ventricle and the valve was replaced with a 19 mm sjm regent valve.